Event description:
The patient reported a shocking sensation. They stated that they fell and dented it. They fell and two days later they started feeling a shocking even when the implantable neurostimulator (ins) was off. That is why the ins was replaced. This occurred about five years ago, this was when they had their first ins. Other relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.